Event description:
This unsolicited case from united states was received on (B)(6) 2017 from the patient. This case concerns a female patient (age unspecified) who received treatment with synvisc injection and after an unknown latency patient has been immobile for so many days and last injection was very painful no relevant medical history and concurrent condition were reported. Patient stated that she had multiple synvisc injections before. Concomitant medications include lidocaine. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (frequency, indication, dose, lot number and expiration date: not reported). On (B)(6) 2017, patient had last injection. It was reported that it was very painful and she has been immobile for so many days. With her previous injections, patient could walk and go to work next day. Patient said that this was a new doctor and he gave a lidocaine injection before her synvisc injection. Patient also reported that in all the videos, the synvisc injection was given on the side of the knee. His doctor gave the injection on top of the knee. Action taken: unknown. Corrective treatment: not reported for both events. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criterion: important medical event for has been immobile for so many days additional information was received on 31-aug-2017. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 31-aug-2017: the additional information does not alter the previous case assessment. This case concerns a female patient who received synvisc injection and has been immobile for so many days. Based upon information available, causal role of product cannot be denied for the occurrence of event. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Lack of further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received on 22-aug-2017 from the patient. This case concerns a female patient (age unspecified) who received treatment with synvisc injection and after an unknown latency patient has been immobile for so many days and last injection was very painful no relevant medical history and concurrent condition were reported. Patient stated that she had multiple synvisc injections before. Concomitant medications include lidocaine. On an unknown date, the patient initiated treatment with intra-articular synvisc injection (frequency, indication, dose, lot number and expiration date: not reported). On (B)(6) 2017, patient had last injection. It was reported that it was very painful and she has been immobile for so many days. With her previous injections, patient could walk and go to work next day. Patient said that this was a new doctor and he gave a lidocaine injection before her synvisc injection. Patient also reported that in all the videos, the synvisc injection was given on the side of the knee. His doctor gave the injection on top of the knee. Action taken: unknown. Corrective treatment: not reported for both events. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: important medical event for has been immobile for so many days pharmacovigilance comment: sanofi company comment dated 29-aug-2017: this case concerns a female patient who received synvisc injection. And has been immobile for so many days. Based upon information available, causal role of product cannot be denied for the occurrence of event. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Lack of further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.